Manufacturer narrative:
The leads were not returned to saluda. The event logs were reviewed and confirmed disconnected electrodes. X-rays provided confirmed lead migration. The physician¿s decision to not use the anchors likely contributed to the reported event. The evoke scs system surgical guide provides instructions on the use of suture anchors and active anchors while providing the following warning, "do not suture directly to the percutaneous lead as it may damage the lead or cause it to fail." The surgical guide also states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include lead migration, which may result in undesirable stimulation changes, and the patient may require surgery (including revision, explant, and replacement) as a result.¿ the manufacturing records were reviewed, and the product met all requirements for release. A quantity of 2x leads were reported to have migrated during the event. The 2nd lead information is as follows: product description: evoke cap12 percutaneous lead kit - 60cm. Model #: 102878. Catalog#: 3008. Serial/lot #: (B)(6). UDI#: (B)(4). Manufacture date: 24oct2024. Expiration date: 02oct2026.

Event description:
During a programming visit for a patient implanted with an evoke spinal cord stimulation (scs) system, muscle cramps were observed in patient¿s back. An x-ray confirmed migration of both leads. An impedance check identified disconnected electrodes on one (1) lead. The patient reported experiencing a partial fall, a few days after lead placement. A revision procedure was performed to resolve the reported event. It was noted that the migrated leads were secured with sutures, instead of anchors.